Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: the liner was torn through entire length of sheath shaft. The liner partially delaminated, approximately 8mm from distal tip. The distal tip was split. The distal tip was radially torn, along distal edge of the liner. Axial, radial, and angled score lines were present. Liner thickness was measured along the liner tear and all measurements were found to be within the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of resistance between system components, sheath liner torn and sheath distal tip split were confirmed through evaluation of the returned device. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. For the complaints of resistance between system components and sheath liner torn, as reported, ''when advancing the 26mm sapien 3 ultra valve through the esheath+ resistance was noticed at the end of the esheath+. With additional push forced, it was possible to exit the esheath+. ...when inserting the 14f dilator to remove the esheath+ from patient, it was noticed that the liner was split and he dilator appeared to be protruding by the esheath+ liner''. An existing edwards technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Although follow-up from the field stated the patient's access vessels had ''mild'' calcification, ''mild'' tortuosity, and a minimum luminal diameter sufficient for use of the 14f esheath+ (>=5.5mm), without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. The presence of the patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, steep angle of insertion) listed in the technical summary can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the liner and lead to liner tear. Excessive device manipulation applied to overcome the resistance can further damage the liner through continued interaction between the crimped valve and sheath. As such, due to limited information, a potential root cause that may have contributed to the reported resistance was unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. For the complaint of sheath distal tip split, per the training manual, ''do not over-manipulate the sheath at any time'' and ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification''. Although follow-up from the field stated the patient's access vessels had ''mild'' calcification, ''mild'' tortuosity, and a minimum luminal diameter sufficient for use of the 14f esheath+ (>=5.5mm), without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. Presence of calcification can create a constrained condition during sheath insertion, where sharp nodules of calcification can interact with the sheath tip directly and lead to the reported split, especially if compounded with excessive manipulation of the device during its insertion. However, due to limited information, a definitive root cause is unable to be confirmed. No manufacturing non-conformances were identified. A definitive root cause is unable to be confirmed. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. For the complaint of sheath distal tip torn, the complaint was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''after withdrawal it was noticed that the tip if the esheath+ was torn''. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause is unable to be determined. A CAPA captures process improvement activities regarding tip expansion which were identified during previous investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a 26mm sapien 3 ultra resilia valve implant case in aortic position by transfemoral approach. During the procedure, when advancing the 26mm sapien 3 ultra valve through the 14fr esheath+ resistance was noticed at the end of the esheath+. With additional push forced, it was possible to exit the esheath+. The sapien 3 ultra valve was implanted uneventfully. When inserting the 14f dilator to remove the esheath+ from patient, it was noticed that the liner was split and the dilator appeared to be protruding by the esheath+ liner. After withdrawal it was noticed that the tip if the esheath+ was torn. The patient did not suffer any vascular complications due to this event. As per the pre-decontamination evaluation, the distal tip was observed to be split.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.